Event description:
It was reported that the device was removed due to recurring incontinence. A new device was implanted on (B)(6) 2012. Additional information received (B)(6) 2012 indicated the recurring incontinence was due to failure of the device.

Manufacturer narrative:
Add'l device info: catalog #: 72402287, serial #:(B)(4), exp. Date: 03/31/2003, manufacture date: 03/1998. Catalog #: 72401962, serial #: (B)(4), exp. Date: 02/28/2003, manufacture date: 02/1998. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.